Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6b, h4, h6

Event description:
Device was found intact. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "possible rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture"

Event description:
Healthcare professional reported "possible rupture". This record is for the left side. Device remains implanted.